Event description:
It was reported that the left ventricular (lv) lead was found to be in the pectoral pocket in its entirety. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. Concomitant: d314trg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013, 6947 implantable tachy lead implanted: (B)(6) 2013, 4076 implantable pacing lead implanted: (B)(6) 2013. (B)(4).